Event description:
It was reported that a pt underwent a sling procedure on an unknown date. Post-operatively, the pt reported that her husband could feel mesh with intercourse. An examination found a two to three millimeter mesh exposure in the left sulcus. The surgeon hopes that the pt will consent to vaginal estrogen cream use for one month first but if the exposure does not heal, then the surgeon will proceed surgically.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.